Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture and silicone migration: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required

Event description:
Patient reported "rupture" and ¿rippling¿. Later healthcare professional reported capsular contracture baker grade iii, "silicone got in touch with patient in the thorax area" of the contralateral side. This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Event description:
Patient reported "rupture" and ¿rippling¿. Later healthcare professional reported capsular contracture baker grade iii, "silicone got in touch with patient in the thorax area" of the contralateral side. This record is for the right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, b.6, d.6b, h.6.

Event description:
Patient reported "rupture" and ¿rippling¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture" and ¿rippling¿. Clarification to partial date of implant: dec2015 was provided.

Event description:
Patient reported "rupture" and ¿rippling¿. Mammogram diagnosed a right rupture. This record is for the right side. The device remains implanted.